Manufacturer narrative:
(B)(4) - no pt outcome was provided by reporter. (B)(4) - endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleak, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, by report, the device was used off-label (anatomical exclusion). Pt anatomy contributed to the reported type ia. The physician decided to take a wait-and-see approach after the endoleak was reduced by placing a main body extension. The origin of the suspected type ii or bilateral type ib cannot be determined without imaging or additional info. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was not suitable for the endovascular repair; his proximal neck had inverted funnel shape (22mm - 27mm), and there are thick blood clots in the edge of proximal neck. He had mild renal disease, and had a history of percutaneous coronary intervention. Stent graft placement was selected because he had complication, history of disease described above, and because he was old. Troubleshooting was not referred. Final confirmatory angiography confirmed proximal type I endoleak and distal type I or type ii endoleak. A main body extension was additionally placed in proximal neck, and ballooning was performed for distal endoleak. The endoleaks were reduced, and the physician decided to take a wait-and-see approach. (Since endoleak from distal site could be type ii, a wait-and-see approach was taken.) Additional info updated on (B)(6) 2011: endoleak from distal site seemed to be occurring in both contralateral and ipsilateral sides. There has been no pt outcome provided.